Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of s. Aureus and coag negative staph and qc failures due to mis ID of s. Aureus atcc 25923 as coag negative staph when using phoenix panel pmic/ID-107 (448607) batch number 2207540. The customer did not provide panel returns, isolate returns or lab reports for this investigation. To investigate, retention panels from complaint batch 2207540 were tested using qc isolates of s. Aureus (atcc 25923 and 29213) and s. Epidermidis (atcc 3644) on a phoenix m50 instrument and evaluated for identification results. For a total of six panels tested for the investigation. All six panels identified correctly. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. ¿ qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. ¿ isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. ¿ optimum performance comes from using fresh 18¿24-hour, well-isolated colonies. ¿ ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards use swabs with minimal fiber shed make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). ¿ volume of ID broth should be visually assessed for any obvious low fills ¿ ensure proper incubation temperature and environment ¿ use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). ¿ handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. ¿ follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors. Thank you again for contacting bd and please continue to communicate any further concerns.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 getting misidentifications. The following information was provided by the initial reporter: "customer is getting misidentifications. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did a death occur? N. If yes¿ date and time of death: n/a. If yes¿ detailed death description: n/a. Did a serious injury occur? N . If yes¿detailed serious injury: n/a. Did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Incorrect ID. 2. What result was the customer expecting to obtain (if different from the obtained result) expected ID. 3. Was this a qc, validation, or proficiency test? Some are and some are patients, some are qc. 4. Was patient treatment changed as a consequence of the issue with results? N 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? N. If yes¿detailed hazard including any medical intervention: n/a."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 getting misidentifications. The following information was provided by the initial reporter: "customer is getting misidentifications. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did a death occur? N if yes¿ date and time of death: n/a if yes¿ detailed death description: n/a did a serious injury occur? N if yes¿detailed serious injury: n/a did erroneous results occur? Y if yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Incorrect ID. 2. What result was the customer expecting to obtain (if different from the obtained result) expected ID. 3. Was this a qc, validation, or proficiency test? Some are and some are patients, some are qc 4. Was patient treatment changed as a consequence of the issue with results? N 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? N if yes¿detailed hazard including any medical intervention: n/a"